Event description:
It was reported that a complaint was filed on this device. It was not reported as to what the specific issue was with the device or if it was prior to or during the course of a procedure. It was also not reported how the unknown procedure was completed. There was no report of any adverse consequences for the patient. No additional information is available.

Manufacturer narrative:
Date sent: 1/5/2009. Results: broken cam, broken jaw at bifurcation. Evaluation summary: the analysis results found that the device was received with the cam, the jaw at bifurcation and one jaw ramp broken. The device was disassembled and evidences of corrosion were found throughout the internal components. A corrective action has been initiated to address the root cause of the broken cam and broken jaw ramp. Additionally, the most likely failure mode for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The failure is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The failure is not occurring as a result of the product complaint decontamination process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.